Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Event description:
It was reported a patient experienced a continuous gpt, pump alarms and it went 80 milliliters of fluid out of 100 to infuse. The patient had a pre-existing condition as per h&p, upper respiratory symptoms, and fever, but no history or pre-existing condition relevant to the pump malfunction. The patient had been intubated prior to arrival. A cadd pump was used to infuse continuous versed drip for sedation. The medication used was midazolam. Possible lot numbers: 4426862, 4415287, 4434302.